Event description:
A pt contacted our (B)(4) affiliate on (B)(6) 2010 and reported the pt's cornea "peeled off." The pt was wearing 1-day acuvue trueye contact lenses, narafilcon a (narafilcon a lenses are not marked in the us). On (B)(6) 2010, the pt was contacted and provided the following information: the pt had acute pain when inserting a 1-day acuvue trueye contact lens on the morning of (B)(6) 2010. The pt could not open the eye. The specific eye was not identified. The pt sought treatment at an eye clinic and was told the cornea was "peeled off." The specific diagnosis was not known. The pt was instructed to discontinue contact lens (cl) wear and to wear an eye patch for 1 week. At the time of the call, the pt was allowed to wear cls for 2 to 3 hours a day. The pt has a history of dry eye and the symptoms worsened after this event. The pt reported that sometimes when opening eyes at night, the pt experienced pain. The clinic where the pt received treatment was contacted; the ecp was not available to provide specific information. The clinic did provide the dates the pt was seen for this issue: (B)(6) 2010. A request for information was mailed to the clinic. The product is not available for evaluation.

Manufacturer narrative:
A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot history review indicated that this lot was manufactured under normal conditions. Subsequent to the release of this lot, it was discovered that an isolated issue in one portion of the lens rinsing process impacted some product from the manufacturing line which produced this lot. At the time of product release, all documentation showed that this lot met all release criteria. No additional information is available at this time. If additional information is received, we will report it within 30 days of receipt MDR reportable event trends are reviewed quarterly in executive management review meetings. Device not returned. No evaluation will be performed. No conclusion can be drawn.